Event description:
It was reported that during an lar procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Fate sent: 08/19/2008. Additional information: information is unavailable; device was not returned for evaluation.